Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of the trending report, a review of the product quality history, and a review of product labeling. It was determined the event involved use error as safety instructions to wear the required personal protective equipment (ppe) were not followed. No adverse events are expected when used as directed. The complaint trending review did not identify any trends for the complaint issue for the product. A review of the product quality history did not identify any issues. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The technician was splashed in the eye while diluting the concentrated wash buffer of the architect i1000sr. The technician washed their eyes multiple times and prescribed flubigat and polychlor eye drops by the ophthalmologist and the status of the patient is ok. No additional impact to patient management was reported.